Event description:
Info received indicates the valve was removed due to stenosis one-week post implant. Thrombus was observed during device retrieval. Product inspection at explant found no structural dysfunction noted. The valve was replaced with no additional consequence reported for the pt.